Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. The patient complained of pain in her vagina and reported having leaking of urine again. The surgeon opines that there is an erosion of the mesh in the urethra. The patient is scheduled for a second procedure on (B)(6) 2012 to see what can be repaired. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.